Manufacturer narrative:
(B)(6).

Event description:
It was reported that sterility was compromised. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, a packaging defect was noted and the device was unsterile. The device was not used inside the patient. No known patient complications were reported.